Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored ventricular episode. Technical services (ts) analyzed device episode data and found that anti-tachycardia pacing (atp) and shocks were delivered appropriately for ventricular tachycardia (vt). However, the rhythm was accelerated after therapy delivery. The rhythm converted after the shocks. No additional adverse patient effects were reported. Currently, this crt-d remains in service.